Manufacturer narrative:
Device was returned; however. Investigation was not performed.

Event description:
It was reported that pump became hot to touch while charging. There was no adverse impact to customer's blood glucose. Reportedly, customer had an alternate pump for continued insulin therapy.